Event description:
Boston scientific received additional information that the patient was transferred to another facility and the device and leads were explanted with no complications. The patient was returned to the original hospital with a temporary pacemaker and is awaiting a new system. At this time, the patient's condition is not stable enough to undergo an implant procedure.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead was hospitalized due to redness and discomfort at the implant site. The patient was treated with intravenous (IV) antibiotics and was discharged. A recurrence of the infection was observed and the patient was admitted again and was treated with IV antibiotics again. The patient¿s wound site was still red and sore, so the patient was scheduled for a complete system extraction at another facility. It was noted that the implant procedure to upgrade the patient from a pacemaker to a crt-p and to add the lv lead had taken a longer than normal amount of time. The device and lead were expected to be returned after removal. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This report will be updated when additional information is received.

Manufacturer narrative:
(B)(4). The explanted products were returned for disposal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.